Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had surgery on 4 dec 2018 due to ineffective stimulation. Patient reported ineffective stimulation and alleged a possible lead fracture. The l5 lead was explanted and replaced, and also a new lead was added at s1. The patient has effective stimulation post operatively.